Event description:
"Leaking seals, when removed from pt a small piece (1/2cm) of the black flapper is missing. Nurse did not notice the piece was missing during the set up, so the assumption is made that it is in the pt. Similar incident occurred a few weeks ago in (B)(6) when doctor placed the telescope in place, saw part of seal floating in belly, could not retrieve."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.